Event description:
It was reported that the tip of the suture hook broke during use in a shoulder repair surgery. The tip was retrieved and there was no reported patient injury.

Manufacturer narrative:
Investigation results: the suture hook was returned with the tip detached. Both portions of the suture hook were received for evaluation. During a visual exam, nicks and gouges were noted on the shaft near the break and the tip was noted to be dull. Further investigation found that this device met specifications during manufacturer. Conmed linvatec will continue to monitor this product for failures.